Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another device (onetouch ultra). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 1:30 p.m., on (B)(6) 2018. The patient claimed obtaining blood glucose readings of ¿203 mg/dl¿ with the subject meter and ¿190 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with self-adjusted insulin (unspecified type and dose) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that he developed the symptom of ¿weakness¿ approximately 1 minute after the alleged inaccuracy issue occurred. The patient advised that between 23 p.m., on the same day, he visited the emergency room (e.r) where he was treated with glucose tablets/glucose gel by a health care professional (hcp) and that at around 3 p.m., his blood glucose was tested using a laboratory device and a reading of ¿25 mg/dl¿ was obtained. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the readings. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.